Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture baker grade IV; "implant calcified granulomas". Additional, changed, and/or corrected data: a5, b3, b5, d1, d4, d6b, h4, h6, h11.

Event description:
Healthcare professional reported "ruptured", "capsular contracture baker grade IV", and "breast scar tissue", which is not device-related. Healthcare professional later reported "implant calcified granulomas". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed broken device assessed as surgical damage, an opening assessed as surgical damage and a missing piece of shell assessed as inconclusive. ¿capsular contracture: unable to observe as it is not related to the manufacturing process. ¿granuloma: unable to observe as it is not related to the manufacturing process. ¿other-medical: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, stress marks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "ruptured", "baker for capsule contractor" and "breast scar tissue". Later, healthcare professional reported "implant calcified granulomas", "baker IV capsular contracture", "hardening, painful" and "deformity" diagnosed via clinical exam. This record is for the right side. The device was explanted and replaced.

Event description:
Healthcare professional reported "ruptured", "capsular contracture baker grade unknown" and "breast scar tissue". This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.